Event description:
It was reported by service report that the brakes would not hold. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: worn down gill brake plate kit.